Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer let the insulin and battery deplete overnight. When the customer attempted to charge the pump in the morning a malfunction alarm occurred. The customer's blood glucose level was impacted due to receiving no insulin overnight (274 mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer indicated that a new cartridge would be loaded onto the pump and insulin would be resumed.